Manufacturer narrative:
A ge service rep performed an on site investigation. The footboard was replaced. The system was then found to be working as intended.

Event description:
The customer reported that system's foot attachment locks were broken. No reports of pt or staff injury.